Event description:
It was reported that a drill bit would not align with the locking holes of a nail during a retrograde femoral nailing of the left distal femur. During the standard locking of the distal femur through the aiming arm, the trocar combination, consisting of an aiming arm, insertion handle and 12.00mm/8.0mm protection sleeve, was placed in both lateral medial (lm) holes to prepare to drill for the insertion of screws. In both lm holes, the drill bit would not line up with the locking holes in the retrograde/antegrade femoral nail (rafn). After two attempts, the surgeon decided to free hand drill the holes that would normally use the aiming arm. It was reported that the patient's fracture was nailed and locked on both ends of the nail with a total of four screws; two on each end. The procedure was completed successfully. A delay of about twenty minutes was reported. No patient harm was reported. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.